Event description:
A hospital in another country, reported that the power-fail alarm capacitor of iw930aea cosycot infant warmer was faulty. No patient consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the service report we received from our fisher & paykel healthcare office in another country. Results: the hospital reported that the power fail alarm capacitor of the infant warmer was found to be defective. The "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service report, the electrolytic capacitor of the power pcb board was found to be defective. Conclusion: failure of the complaint device was confirmed. It was attributed to a faulty capacitor on the power pcb board. The expected life of the power pcb board capacitor is 5 years; however, we cannot determine the manufacturing date of the capacitor as the lot number of the infant warmer was not provided.